Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that there was a loss of therapy. A dye study was performed during procedure. The catheter was partially explanted and replaced and the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-may-30. The catheter was returned for analysis. It was stated that all information was confirmed with the physician. The explant occurred on (B)(6)2017. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's status at the time of this report was "alive- no injury".

Manufacturer narrative:
Analysis of the partial catheter on (B)(6) 2017 revealed event related dark residue in the dispensing holes of the catheter body prior to decontamination which resulted in an occlusion. Analysis noted that initial patency testing found the catheter to be occluded and the occlusion broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.